Event description:
It was reported that the patient's right ventricular (rv) lead had noise showing as non sustained right ventricular oversensing episodes (nsrvo). Insulation abrasion was noted on the lead. The lead was capped on (B)(6) 2021. No patient condition was reported.